Event description:
The customer reported to olympus, the single use aspiration needle¿s tip was broken off. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This follow up report is being drafted to include the device history record (DHR) review and the following sections g3, g6, h2, h6 and h10 the lot information was not provided, and the manufacture date could not be identified since the subject device was not returned. No abnormalities were detected in the DHR. Since the subject device was not returned to olympus, the reported phenomenon and condition of the device could not be confirmed. The instructions for use (IFU) states: when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Olympus will continue to monitor complaints for this device.